Event description:
It was reported that the patient experienced overstimulation and muscle spasms. The patient also did report that swelling in the prostate was experienced and had cysts on the genitals. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.